Event description:
It was reported that impedances >4000 ohms were collected on some of the bipolar pairs of the patient's neurostimulation system. The system was replaced. No patient outcome was reported. Additional information has been requested, but was not available as the date of this report.